Event description:
It was reported that there was oversensing non-physiological signals on this right ventricular (rv) lead, and, subsequently, delivered inappropriate anti-tachycardia pacing (atp) and electric shocks across multiple episodes. Technical services (ts) analyzed device episode data and recommended a chest x-ray and further evaluation of rv lead. It was noted that isometric testing was performed and the noise was not reproduced. Tachycardia therapy was disabled and the patient was given a life vest. Lead extraction will be scheduled in the future. No additional adverse patient effects were reported outside of the electric shocks. Currently, this rv lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure. No additional adverse patient effects were reported. According to additional information, during extraction procedure, the lead was cut by laser assist device above the rv coil and part was remaining in the patient's body. Lead was only partially explanted. There was difficulty in removing the lead. No additional adverse patient effects were reported.

Event description:
It was reported that there was oversensing non-physiological signals on this right ventricular (rv) lead, and, subsequently, delivered inappropriate anti-tachycardia pacing (atp) and electric shocks across multiple episodes. Technical services (ts) analyzed device episode data and recommended a chest x-ray and further evaluation of rv lead. It was noted that isometric testing was performed and the noise was not reproduced. Tachycardia therapy was disabled and the patient was given a life vest. Lead extraction will be scheduled in the future. No additional adverse patient effects were reported outside of the electric shocks. Currently, this rv lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure. No additional adverse patient effects were reported.

Event description:
It was reported that there was oversensing non-physiological signals on this right ventricular (rv) lead, and, subsequently, delivered inappropriate anti-tachycardia pacing (atp) and electric shocks across multiple episodes. Technical services (ts) analyzed device episode data and recommended a chest x-ray and further evaluation of rv lead. It was noted that isometric testing was performed and the noise was not reproduced. Tachycardia therapy was disabled and the patient was given a life vest. Lead extraction will be scheduled in the future. No additional adverse patient effects were reported outside of the electric shocks. Currently, this rv lead remains in service.